Event description:
The customer contacted baxter's technical service center to report an issue of a system error (se) 2240 (air in set) and se 2367 while on home choice (hc) during drain 3 of 4. The home patient (hp) needed help as the hc was alarming with turned the hc off and on. The hc alarmed se 2367. The baxter technical representative (tsr) explained the alarm and assisted the hp clear the alarm. During troubleshooting, the tsr documented that the hp had disconnected prior to the alarm and then reconnected. The tsr asked the hp to disconnect and assisted to take the cassette out of the hc. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for se 2240 was confirmed. The cause was determined to be use error, patient disconnected from the set during therapy. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.